Event description:
It was reported that the log files were submitted for review. The log file review captured cluster of power cable disconnects alongside low power hazard events. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log file also captured odd voltage trends while the patient was connected to batteries indicating a weak connection between them.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.